Event description:
Event determined reportable based on analysis completed on 03/25/2006. It was reported that during preparation for an unspecified procedure, the catheter failed advance over a guide wire. The express biliary ld premounted stent system would not track over the guide wire. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with a different device. No pt complications were reported. Returned product analysis revealed foreign material in the guide wire lumen.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. An examination of the returned device found that the 770 mm of a 0.035 inch guide wire could be fed in from the tip of the returned device before resistance was encountered. Resistance was also encountered when feeding the guide wire from the hub. The shaft was cut at the junction with the hub and a blockage was observed in the guide wire lumen. The material blocking the shaft was removed and sent for analysis, however, the analysis could not conclusively identify the returned material. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this event is undeterminable. The material found in the guide wire lumen did not match the polymer used to manufacture the catheter shaft and a conclusive identification could not be made.